Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and required CPR. According to the reporter of the event, the ventilator alarmed when the tube to the humidifier became disconnected from the ventilator. The attending nurse did not notice the disconnection and repeatedly silenced the alarm. The patient decompensated and required CPR. The patient made a full recovery. The ventilator was evaluated at the reporting facility and was found to operate and alarm as designed. The device will not be returned to the manufacturer for evaluation. The manufacturer concludes the ventilator alarmed appropriately for the disconnect condition. The event was the result of user error.